Manufacturer narrative:
Concomitant medical products: dtma1d4, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high/undefined bipolar pacing impedance on the right ventricular (rv) lead. In addition, the lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.